Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s date of birth and/or age were not provided. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 38 days. (B)(4). The patient remains ongoing with the device. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced an unspecified bleed. Anticoagulants at the time of event were aspirin and warfarin. It was reported that the patient¿s hemoglobin was 4.8 g/dl in setting of black, tarry stools for 4-5 days. The patient's symptoms at admission were shortness of breath, lightheadedness, orthostasis. The patient received 5 units of packed red cells during admission. Enterogastroduodenoscopy, colonoscopy and video capsule endoscopy were performed without revealing site of bleed. The patient remained hemodynamically stable throughout the hospitalization and was discharged home in stable condition on (B)(6) 2017. System controller history interrogation revealed low flow alarms on (B)(6) 2017. Additional information was requested, but was not provided.